Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2016-04901 and 1627487-2016-04903. Follow-up revealed the explanted procedure took place on (B)(6) 2016. The patient had sepsis, red man syndrome and pneumonia. The patient was admitted to the hospital for a total of 13 days and was given IV antibiotics. The patient is doing much better now.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had two anchors from the same lot. Device 2 of 3. Reference MFR report #: 1627487-2016-04901 and 1627487-2016-04903. It was reported the patient's scs system was explanted due to infection. The explant date is unknown.